Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that no earlier than (B)(6) 2010, the pt noticed a burning rash on her face and swelling in the area of the implanted asr hip system. Plaintiff underwent a course treatment to determine the cause of the rash and swelling which included, but was not limited to aspiration and analysis of fluid, blood work, mris and x-ray examinations. Plaintiff's physicians have determined the cause of the change in post operative condition to be the asr hip system and have recommended revision surgery. It is further alleged that the pt experienced and experiences elevated levels of heavy metals in her body and metallosis, including substantially elevated levels of cobalt and chromium in her blood stream and system.